Manufacturer narrative:
(B)(4). The customer did not retain the model number which determines the 510k. Patient information (ID) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that they were unable to pass an in line catheter through the inner cannula of the endotracheal tube. The endotracheal tube was found to be bent. No patient injury or ill effects occurred. No medical intervention or recannulation was required. The device was discarded by the customer.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4).